Event description:
During nellcor puritan bennett's original analysis of the complaint, it was determined that it fell under exemption e2005015. During the evaluation of the unit the reported failure of no audio was confirmed. The failure was isolated to the main pcb. This issue is not associated with remedial action z-0664-05. There was no pt harm reported.